Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row c was not shown in 5.1. A field service engineer remotely accessed the system and checked all network connections, then verified the firewall rules and identified a configuration issue with the pyxisbus setting and changed the pyxisbus setting from .1 to .2 and performed a reboot. After confirming that all drawers failed had dropped back into system and changed address setting to .1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.